Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they hospitalized due to high blood glucose and insulin pump was not working. Blood glucose reading was 450 mg/dl and 350 mg/dl has replaced everything and that day discontinued insulin pump and customer went to urgent care at 3pm that day. Customer was using auto mode feature of the insulin pump was unknown. Customer treated high blood glucose level with manual injection. The pump will not be returned for analysis.